Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. As a result, the cable in the proximal end became loose and came off the clamping pulley's grooves. The broken cable segment that contains the crimp was still installed in the clevis. Unrelated to the broken pitch cable, the instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were .0605¿ - .1980¿ in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A review of the instrument log for the instrument associated with this event was performed. However, the query did not return any results, confirming the allegation of the instrument not being recognized by the system. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the large needle driver instrument did not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system did not recognize the instrument when it was re-attached to the device after first removal.